Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. There was no delay in the start of precleaning or manual cleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had plastic piece protrudes at the distal end. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle has foreign objects, and the air/water tube has foreign objects. There was patient involvement or procedure involved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed, and that the nozzle has foreign objects, and the air/water tube has foreign objects due to insufficient cleaning. Additional evaluation findings were as follows: the grip, the switch box, the scope cover, the right/left knob, the up/down knob, the scope connector cover, the scope connector case, the plug unit all have a scratch, the suction cylinder has no color, the label on the scope connector was damaged, due to a crack on plastic distal end cover, insulation resistance value at distal end does not meet the standard value, due to damage on charge-coupled device unit, the image has white dots, due to wear of angle wire, bending angle in up direction does not meet the standard value, the objective lens, the light guide lens has a crack, the bending tube was deformed, and the universal cord has a cut. It is most likely that the reported event was the result of insufficient reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.